Event description:
It was reported that a motor pump error was displayed. No patient injury was reported.

Manufacturer narrative:
UDI information is unknown. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Functional and visual testing were performed. The investigation found the device in excellent condition. The pump event history showed an invalid syringe size message. The technician performed a syringe test and found invalid size and checked the calibration verification on both qc slugs and both failed. The reported issue was caused by a tapered spring slipped over the barrel rod collar. The root cause was unable to be determined, there was no physical or any other damaged found on the speaker. The technician replaced barrel clamp rod, barrel clamp head screw and tapered spring. Performed syringe test and all functional tests which passed.